Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted in a (B)(6) female patient due to sah (subarachnoid hemorrhage) via "l-p" shunt on (B)(6) 2022 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) the patient had a headache on (B)(6) and set pressure was changed to setting 1, however, the symptom did not improve, and valve obstruction was suspected. The valve and the peritoneal catheter were removed and replaced on (B)(6) 2022. The removed peritoneal catheter was not obstructed. Patient is for follow up.

Manufacturer narrative:
The certas valve (ID (B)(4)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.